Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section warning and cautions: to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels

Event description:
The user facility reported a 75-year-old male patient of unknown race and ethnicity noted as high risk percutaneous coronary intervention was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an impella 5.5 pump could not advance through the patient's anatomy due to the small axillary artery. The implant was subsequently aborted and an impella cp pump was placed for patient support. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The product was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, impella 5.5 aborted due to small axillary artery.